Event description:
It was reported when the doctor was squeezing the handle, the clips would fall out. There was no patient consequence. It was reported during analysis, the instruement was cycled and fired 5 clips ejected due to the condition of the jaws and 3 malfunctioned clips.